Manufacturer narrative:
The device MFR date was unk at the time of this retrospective report. Complaint investigation found that reported issue could not be reproduced by medtronic personnel. User was not following scan protocol. Technical services provided instructions for the site to follow scan protocol and the issue was resolved.

Event description:
A medtronic rep reported the scan from cd using unstructured dicom option in cranial and framelink flipped. The sagittal scan was flipped left/right but the axial scan loaded correctly. The site identified the incorrect orientation from the tumor position. No impact on pt outcome reported.